Event description:
It was reported that "in 2008, the patient had to be revised. "Due to the patient's feeling of instability."

Manufacturer narrative:
The information of this per was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. As per the information received, the devices are not available at the time of the per due to the ongoing litigation. Additional follow-up and information may be obtained by the legal affairs department as it becomes available. Evaluation: should device become available, the evaluation summary will be submitted in a supplemental report.